Manufacturer narrative:
A ge representative evaluated the system and replaced the c-arm power cable. The system operates as intended.

Event description:
The customer reported a problem with the c-arm power cable. No patient injury was reported.